Event description:
Report received of a nondelivery with no pump alarm. The device was programmed ot deliver an unspecified concentration of ancef at a rate of 100ml/hour. The customer contact reported that the nurse expected an infusion complete alarm at 2:00pm. Upon entering the pt's room, the nurse reportedly noted that no medication had infused, however, the pump display indicated that medication had infused. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.